Event description:
It was reported that when removing the catheter over the guidewire, the hub of the movable core of the guidewire got stuck in the y-adaptor of the catheter. The whole system was removed without further complications being reported.